Event description:
Additional information was received that provocative testing was performed, but the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the left ventricular (lv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.